Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had changed the infusion set and was trying to give a bolus to treat for the high blood glucose level. Customer's wife stated that she was able to see drops and was able to deliver a bolus to treat for the high blood glucose level of 454 mg/dl. Customer was walked through the rewind process but customer declined troubleshooting as he was not taking insulin for the day.